Manufacturer narrative:
(B)(4). Foreign, event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the anchor pulled out of the burr hole during insertion. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source: japan. Review of device history records found these units were released to distribution with no deviations or anomalies. Visual examination of the returned product identified anchor is disassembled from the inserter. Light staining on the anchor and suture indicates attempted use. The complaint is considered confirmed. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.